Manufacturer narrative:
(B)(4). Concomitant medical products - medical product -oxf anat brg lt md size 3 PMA , item 159547, lot 644680, therapy date - device is still implanted. Concomitant medical product - oxf twin peg cmntls fmrl md, item 161474, lot r2494936a, therapy date - device is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00939 and 3002806535-2018-00940.

Event description:
It was reported that the patient underwent left knee arthroplasty. Subsequently, the patient had start up pain over 1 year post op.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.